Manufacturer narrative:
An event of the device prematurely detaching was reported. Information from the field indicated the device was already noted to be detached upon introduction into the guiding sheath. The plug never deployed from the delivery sheath while in the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer vascular plug ii was selected for implantation using a non-abbott sheath. During procedure, the device was attempted to be pushed into the guiding sheath, and the plug was observed to be completely unattached from the delivery cable. The device remained within the sheath and was never deployed from the delivery sheath while in the patient. The plug was not able to be reattached. The device was not implanted into the patient. There was no damage to the product box or device packaging. Another amplatzer vascular plug ii was successfully implanted into the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.